Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows that the pusher rod was completely detached. Filter is seen in the storage tube with the detached wire. In addition, the pusher wire also completely detached from the catheter and present in the storage tube along with the filter. Based on the photos, detachment identified and confirmed as the pusher wire is seen completely detached from the catheter and present in the storage tube along with the filter. Therefore, the investigation identified and confirmed for the detachment as the pusher wire is seen completely detached from the catheter and present in the storage tube along with the filter. The reported failure to advance also confirmed as the filter is seen in the storage tube with the detached wire. A definitive root cause for the failure to advance and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter for deep vein thrombosis. During the procedure, the filter could not be allegedly ejected from the storage tube. The procedure was completed using another device. There was no reported patient injury.